Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had high out of range shock lead impedance values greater than 125 ohms. No report of noise or issues with the pace/sense portion of the lead. The device remains in-service. No adverse patient effects were reported.